Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer state when the joystick is turned on, it will not turn off unless you unplug it.